Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 330 mg/dl while using the ilet system; the user disconnected the tubing, observed delayed drops during fill tubing, rewound, removed the cartridge with no leakage observed, and then completed a full supply change after education on correct cartridge filling, tubing connection sequence, and site insertion order. Symptoms included elevated blood glucose without reported ketone testing or adverse effects. Outcomes included a manual insulin injection, continued device use after troubleshooting, and referral for additional training and supply coordination. Investigation included device setup review, infusion set and cartridge handling review, and guided system checks. Investigation of this case revealed user technique issues, including historical overfilling of cartridges, connecting tubing before cartridge insertion, and inserting the infusion set prior to initiating the device-guided change process, which can impede priming and insulin delivery. It was concluded that the event was consistent with hyperglycemia of unclear cause with contributory user technique, and education and supply support were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
(B)(4).